Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: 0.14 guide wire. The device was not returned for evaluation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was moderately tortuous, heavily calcified and 90% stenosed. A 0.14 non-abbott guide wire crossed the lesion. Pre-dilatation was performed using a 2 x12 mini trek rx balloon when a dissection was observed. A xience alpine 2.25 x 15 mm stent delivery system (sds) was used as treatment but failed to cross the lesion due to the patient anatomy. Dilatation was repeated with same balloon at higher atmosphere then tried to cross alpine once again but failed. When the sds was removed from the anatomy, some stent struts were flared. A same size non-abbott stent was ultimately successful in treating the dissection. There was no clinically significant delay in the procedure. No additional information was provided.